Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Notes: patient said she inserted a new battery on the pump but it wont work. She received a battery failed alarm. Inquired what led up to the complaint. Customer response: while going through t/s for battery failed alarm patient said there is a crack on her pump. Bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: crack. Damage occurred: does not know. Location of the damage is: battery compartment all the way down. Is the physical damage to the pump's reservoir lip ring: no expl it is recommended to use a silicone case as it cushions against bumps, scratches, and provides a protective barrier to the casing against lotions, oils, and sunscreen. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: adv we will send replacement pump. Was about to adv eta but call got dc. Called the patient back but no answer. Additional notes: bg level: 172 mg/dl weight: does not know ship: 1 x mmt-1780kl, cs white box, cs le, 1 x acc-822bk/return: 1 x mmt-1780kpk initial notes: patient said she inserted a new battery on the pump but it wont work. She received a battery failed alarm. Inquired what led up to the complaint. Customer response: while checking on the pump patient received a battery failed alarm. Battery failed alarm t/s per (B)(4). Explained alarm and possible causes. Customer does have a new battery, per IFU, which was stored at room temperature and within expiration date. Instructed customer to check contacts on battery cap for corrosion and/or damage. Contacts are not missing, damaged, or corroded. Adv to inspect battery compartment and spring for corrosion and/or damage. Found neither compartment nor spring are damaged or corroded. Patient mentioned that there is a crack on the battery compartment all the way down. Customer's outcome pertaining to the complaint: assisted the patient in cosmetic damage t/s. Ship: nothing / return: nothing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power loss and failed battery test noted. Device received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted.